Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements, low out of range pacing impedance measurements, and noise. During a normal device change out procedure this lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.